Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report indicating that the unit began to emit smoke and a flame was observed. The staff unplugged the unit and removed the unit from the room. The unit was not in use on a patient at the time of the event and there was no harm to the patient or hospital staff. The facility has indicated that the unit is not returning to medtronic for evaluation at this time.

Manufacturer narrative:
Evaluation summary: one unit was evaluated. The device failed to meet specification as it was received or made available for evaluation. Slight warping from heat was observed on the side of the unit. Power supply cover was removed. Inspection found that the housing was melted and one of the battery cells had ruptured. Soot was found throughout the unit. The remains of the battery were removed. Rear housing was removed. Soot and melting were on the communications printed circuit board assembly (pcba) and flex cable, and on the main pcba. Numerous pictures attached. The investigation isolated the failure to the faulty battery, but a cause was not identified. For safety purposes due to condition of the battery, battery was not retained. The rest of the unit is being retained. Information has been added to the database and trends will continue to be monitored. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.